Manufacturer narrative:
Patient statement updated.

Event description:
There was no patient involvement. The issue occurred during testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator pads had an unstable contact. There was no negative patient impact.